Event description:
It was reported that a patient enrolled in the (B)(4) clinical study underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to pain, effusion, fullness and weakness of hip flexors, pseudotumor and possible metal hypersensitivity. The modular head, acetabular cup and taper insert was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04397 / 04399).